Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer from us alleged discrepant results with the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. On (B)(6) 2021, the initial run # 767 on the cobas® liat analyzer # (B)(4) of the sample generated positive results for all 3 targets of sars-cov-2 & influenza a/b assay. Confirmatory testing was performed as a send out to another lab. Alternate method of confirmatory testing was unknown, although it was indicated pcr testing was used to confirm for positive results. Sample tested negative for all 3 targets of sars-cov-2 & influenza a/b assay. Sample was collected via nasal swabs in copan universal transport medium system. Result was reported as negative.on (B)(6) 2021 same sample was re-tested on the cobas® liat analyzer # (B)(4) and run # 735 tested negative for all 3 targets of sars-cov-2 & influenza a/b assay. No treatment was given, and no harm alleged to the patient. On (B)(6) 2021 customer performed a quality control test using the patient sample, the result was negative. Review of the analyzer serial# (B)(4) problem reports and the data provided by customer indicated, a slight fluorescence increase in all target channels about 75% through the run, and did not interpret as a true positive result. Further review of the repeat run concluded that there was no incomplete pcr volume transfer and no sign for tube leakage observed during the run. Investigation of the reagent kit lots is on-going

Manufacturer narrative:
Investigation of the reagent kit lots is on-going. A follow up report will be filed upon completion of the investigation.(B)(4)

Manufacturer narrative:
No issues were identified with the complaint kit lot during the course of the investigation. Review of the amplification curves for the alleged run did not show true target amplification. Baseline abnormalities were present, which resulted in all three targets being detected. A systems assessment determined that potential false positive results were generated due to sporadic steps in the photometer data. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).